Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The user has declined to return the product for evaluation.

Event description:
It was reported that the vibra-alarm in the infusion device was no longer functioning.